Event description:
It was reported the atrial lead was explanted due to "chatter seen on egm." The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; full lead in segments was returned and analyzed.